Event description:
It was reported that prior to starting a da vinci assisted da-vinci surgical procedure, the 8mm fenestrated bipolar forceps instrument was inspected and physical damage was identified. The device was not used on a patient. The planned procedure was completed using a backup instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument was inspected prior to use and the nurse mentioned that it was in good condition. The damage was found after being placed for installation on the system.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage to the conductor wire's insulation. The damage was located at the distal end. As a result, the internal wires were exposed. Electrical continuity was performed and passed. No thermal damage was observed.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument was used during the procedure. The damage to the instrument was found during intraoperative use. There was no arcing observed.